Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2008. It was reported that he is experiencing difficulty locating the device with the charging system. In an effort to resolve this matter, a replacement charging unit was shipped to the pt. F/u on this issue found that the alleged problem persists. X-rays have been prescribed to confirm the positioning of the pt's ipg. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg or revision of the ipg pocket.